Manufacturer narrative:
(B)(4). Evaluation, results: (insufficient information; unable to determine if the hair came from the hospital or the manufacturing environment). Conclusions: (insufficient information; unable to determine if the hair came from the hospital or the manufacturing environment).

Event description:
It was reported that a sentrant sheath was used as an accessory product during an endovascular procedure. Immediately after opening the sterile packaging, a hair approximately 3-4mm long was found on one of the female luers. This was cleaned with betadine, and the other luer was used to flush the device. The physician believed the rest of the device was sterile. The sheath was used in the patient because no other sheaths were available at the time. The physician determined that prophylactic antibiotics were not necessary. There was no visible sign that the packaging had been tampered with or damaged. All personnel were wearing scrubs and caps. No clinical sequelae were reported, and the patient is fine.